Manufacturer narrative:
Device passed self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. All buttons functioned properly. No damage noted to keypad assembly, and connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. No unexpected insulin flow blocked alarms noted during testing. Finally no unexpected blank displays or unexpected insert battery, low battery, replace battery, replace battery now, battery failed or power loss errors were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and battery change within six days. Insulin pump had a no delivery alert buttons was click more then once. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.